Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic due to an alert for high, out of range, pacing lead impedance. The physician performed in-clinic measurements in different positions and also while moving the arm which yielded normal impedance values. No anomalies were seen under an x ray. No further information is available at this time.